Event description:
The pt performed a fasting blood glucose test on the suspect device and obtained a result of 195mg/dl. Pt then took their insulin. Pt later became unconscious and paramedics were called. Pt said they believed pt was treated with a "sugar water IV". Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.